Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two ventricular fibrillation (vf) episodes and three monitored high rate non-sustained episodes that appeared to be oversensing of noise/ artifact. A clinician confirmed the patient underwent a procedure that correlated perfectly with the noise on vf and high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.